Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer¿s other blood glucose was 50 mg/dl, 52 mg/dl, 60 mg/dl, 44 mg/dl, 70 mg/dl, 135 mg/dl, 200 mg/dl, 160 mg/dl. The customer was treated with food. Customer also states that they ate banana and suspended insulin pump. Customer also reported that they drank (B)(6) and juice. Troubleshooting was done for low blood glucose and over delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.